Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 250cc's. No medical intervention was required and the pt had no adverse effects. Sample is available.